Event description:
Additional information received identified the patient had the scs system generator replaced. The procedure was reportedly without complications and successful stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During the process of the event attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system controller (pc) was displaying ¿replace generator soon.¿ the abbott representative met with the patient and confirmed the generator has reached the minimum battery voltage and would need to be replaced.